Event description:
Patient was implanted with a nalu peripheral nerve stimulator system to treat upper extremity pain. The system was implanted such that the implantable pulse generator (ipg) was in the back of the upper arm with one lead targetting the axillary nerve. The patient reported decline and eventual lack of pain relief from the system. Imaging found that the implanted lead had migrated significantly away from the intended nerve target and the patient reported the ipg had migrated to a point where it was no longer palpable. A surgical procedure was performed on (B)(6) 2025 with the intention of correcting the migrated lead. Upon beginning the procedure the physician determined that the existing system would be left in place due to the depth of the components and the difficulty or trauma required to remove it. A new nalu system was implanted with the lead targeting the desired nerve location for upper extremity pain relief.

Manufacturer narrative:
The patient reports no strenuous activity or trauma. Per the patient, the efficacy of the system declined over time and ultimately the ipg was no longer palpable and no therapy was being received. Reduction in therapy is believed to be related to the migration of the implanted lead. Complete loss of therapy is believed to be due to migration of the ipg, which prevented the ipg from communicating with the external components and thus a loss of therapy. Migration of implanted components is a known inherent risk of implantable neuromodulation systems.